Manufacturer narrative:
Out of abundance of caution this event is being reported. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4). The product in complaint was not returned to the manufacturer for analysis, nor was the lot number provided. Complaints will continue to be monitored for any trends.

Event description:
Patient underwent transcarotid artery revascularization. Post procedure CT scan showed large bleed on the right. Carotid stent widely open on CT angiography. Intubated, transferred to (B)(6) for neurology care. Had cardiac arrest during MRI. Ipselateral stroke at less than 24 hours.